Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a replacement procedure, a pocket infection was observed. A follow-up echo noted vegetation. The system was explanted. The patient was stable.